Event description:
It was reported that the patient was having difficulty charging and the ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date manufacturer became aware of the event.